Event description:
A malfunction code malf 0 was reported for the customer's pump; there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. The customer planned to use mdi as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump and instructed the customer to put the malfunctioning pump into storage mode before returning it. The customer confirmed understanding and agreed to return the pump using a pre-paid label within 10 days.